Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-05142 / 05143 / 05144).

Event description:
It was reported that patient underwent a left hip revision procedure approximately replacement due to fever, tachycardia, left hip drainage and infection.

Manufacturer narrative:
UDI: (B)(4). Concomitant product: ceramic bioloxd option femoral head 28mm, catalog# 650-1055, lot# 785790. Ceramic option type 1 taper sleeve 0mm, catalog# 650-1066, lot# 485520. Taperloc lateral pc stem 11mm t1, catalog# 11-103205, lot# 817390. M2a-magnum pf cup 50odx44id, catalog# us157850, lot# 435130. . Device was not returned for analysis; therefore, a product evaluation could not be conducted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. In revison notes for prior complication treatment where an articulating liner and head were revised, preoperative evaluation for infection was negative; synovial fluid from the pseudocapsule was also negative for acute inflammation check. Stem and cup stability were assessed without any issue during this prior procedure. During stage one revision due to infection, the cup and stem were removed without significant bone loss. There was significant bone loss in the inferior portion of her acetabulum from previous surgery; however, ischium, anterior and posterior wall and dome are intact. Inflamed and necrotic soft tissue were debrided. After stage one treatment, infection persisted. In revision notes stage two, aggressive debridement performed. Root cause was undetermined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a two-stage hip arthroplasty revision due to fever, tachycardia, left hip drainage and infection. The first stage procedure took place on (B)(6) 2016 and second stage procedure took place on (B)(6) 2016.